Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for lead revision was due to lead migration. It was noted that the patient had seroma at the pocket site. The patient underwent a revision procedure wherein the leads were replaced per physician¿s preference and the seroma at the pocket site was aspirated. The patient was doing well post-operatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.